Event description:
It was reported that an error message 8 "stimulation through carto piu disabled" appeared on the carto 3 system once the c3 interface cable-diagnostic and the 7fr lasso 2515 nav vari, 22p catheter was connected to the carto 3 system's patient interface unit (piu). The carto 3 system was rebooted twice and the error reappeared each time the cable and catheter were connected. It was a resterilized cable. This cable was changed to another resterilized cable, but the problem persisted. This cable was changed to a new cable and the problem persisted despite many system reboots. The catheter was changed and the problem persisted. The lot numbers of the catheters are 15611205l (expiration 2015-04) and 15611203l (expiration 2015-04). After disconnecting everything from piu, rebooted and used a new cable and catheter again, the problem was resolved. The case continued with no further problems. There was no patient injury reported. Upon request, the bwi field representative provided additional information on the event. The error came up as a pacing disabled alarm even though they were not pacing or hadn't even selected a pacing channel. This error was at the start of the procedure and the alarm occurred immediately after plugging in a 20 pole catheter. When the carto 3 system was rebooted, it happened immediately on reboot. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(4) 2012, the bwi failure analysis lab noted that one of the catheters for this complaint had white plastic residue underneath the distal side of the electrode ring #20. This catheter condition was not noted during the initial reporting. Further information was requested on this returned catheter condition. Currently no response has been received. The presence of the white plastic residue under the ring is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: product - 7fr lasso 2515 nav vari, 22p, mfg # - d-1290-01-s, lot # - 15611203l, per the bwi failure analysis lab visual inspection of this returned complaint catheter, it looks normal. (B)(4).

Manufacturer narrative:
Evaluation summary. The correct lot number for the reportable product in this complaint is 15611205l. A response was received from the bwi field representative on clarification on the returned 7fr lasso 2515 nav vari, 22p catheter condition of white plastic residue underneath the distal side of the electrode ring #20. The catheter condition was not noticed prior to shipping it to the bwi failure analysis lab. This catheter was used in conjunction with a white 8.5f st. Jude sl0 or sl1. The catheter was not withdrawn with any difficulty. There was no patient consequence. Manufacturer's ref. No: (B)(4). It was reported that an error message 8 "stimulation through carto piu disabled"appeared on the carto 3 system once the c3 interface cable-diagnostic and the 7fr lasso 2515 nav vari, 22p catheter was connected to the carto 3 system's patient interface unit (piu). Upon visual inspection of the returned complaint catheter, the bwi failure analysis lab noted that one of the catheters for this complaint had white plastic residue underneath the distal side of the electrode ring #20. This catheter condition was not noted during the initial reporting and was observed prior to decontamination. The particle was misplaced after decontamination and a ft-ir test could not be performed. It is unknown how the electrode ring was damaged and the origin of the foreign material. An internal corrective action has been opened to address the lasso electrode ring with foreign particles issue. Per the reported event, the catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint could not be confirmed. For the damage electrode ring/foreign particles, as previously stated, an internal corrective action has been opened to address this type of issue.